Event description:
Nellcor puritan bennett received a call from a user facility rep on 7/20/1999, who called to report the following problem: unit was unplugged while on pt. Unit did not switch to internal battery.